Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. No lot number was provided for a lot history review. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The report stated that code event in 1900, with return of spontaneous circulation (rosc) achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri-set distal to the red port where code medications had been administered. A head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. The peripherally inserted central catheter (PICC) dressing was taken down, and the entire line setup was changed. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. The patient passed away after the event. It was unclear if any interventions were due to the event, and the issue currently remains under investigation. No additional information is available at this time. Note: the specific date of death is unknown but it occurred on or after (B)(6) 2026.

Manufacturer narrative:
Complaint investigation activities are pending at this time. Additional related report number: 9617594-2026-00063-00.

Manufacturer narrative:
Correction: after further review and customer confirmation it has been determined that this record, MFR MDR # 9617594-2026-00064, is a duplicate of MFR MDR report # 9617594-2026-00104. Please consider this record, 9617594-2026-00064, void.